Event description:
It was reported that the bd emerald saf-t syringe with shield bd luer-lok tip the package was unsealed thus affecting sterility. This occurred with 7 units. The following information was provided by the initial reporter, translated from portuguese to english: the sealed product is allegedly torn.

Manufacturer narrative:
Investigation summary photos received by our quality team for investigation. Through visual evaluation, a box is displayed with product inside, no damage or issues observed. Unable to confirm failure based on images. Physical samples are required to further analyze. By analyzing photos 2 and 3, it is possible to observe that the product is not in bd's final packaging (bd shipping box), which indicates that the product was manipulated before being used by the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or issues observed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald saf-t syringe with shield bd luer-lok tip the package was unsealed thus affecting sterility. This occurred with 7 units. The following information was provided by the initial reporter, translated from portuguese to english: the sealed product is allegedly torn.